Event description:
According to the available information, the imajin double j tutors are not yellow color. They have a brown color.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find one other complaint on lot number 9511688 on the same defect (B)(4). Checking quality database revealed no anomaly in connection with the described defect. All the work orders regarding the manufacturing of the jj silicone have been checked and no anomaly was detected. On the photos available in the complaint, we observed a stent, in a sealed packaging, brown in color and not yellow as normally for silicone stent. No sample was received for this complaint but we received samples for others complaints on the same issue and different tests were carried out on them. Different tests were realized on the brown jj. The first one was a surface study by xps (x-ray photoelectron spectroscopy) and showed an excessive amount of carbon on the surface. In a second step, some microbiologic tests were performed to identify the source of carbon. No microbiological contamination was found. In addition, no maintenance that could have led to an oil leak (source of carbone) before or during the production of these batches was made. Despite the investigations carried out on these samples, the source of carbon contamination potentially responsible for the color change could not be identified. We are not able to identify any root cause explaining this change of color. A similar case study was performed on jj silicone, defect "colour" from july 2020 to july 2024: 4 similar cases were found (B)(4).

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the imajin double j tutors are not yellow color. They have a brown color.